Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ed34-i10t-us is available in the USA with a 510k number k163614. We checked the returned unit and confirmed that the objective prism chipped. Based on the result, we concluded that it was caused due to the excessive force applied on the objective prism. In addition, we confirmed that the distal body leaked, the operation channel resistance, the remote control buttons broken, the deflector operating knob disconnected and the lcb distal cover glass cracked; however, they are it is not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.